Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc) five days after the original implant. A chest x-ray was performed and the lead position looked good so the physician was not sure why there was loc. A revision was performed and there was a large amount of tissue on the helix so a new rv lead was successfully implanted. The patient did have shortness of breath and a small pericardial effusion, other wise no adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.